Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that there is a crack in the insulin pump where the reservoir compartment is located. Customer's blood glucose reading was 181 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.